Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lv lead was dislodged. The lead was replaced and the patient was in good condition after the procedure.